Event description:
Reportable based on device analysis completed on 13feb2025. It was reported that inflation issue occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment however, when the physician tried to deploy the stent, the stent would not inflate. The device was removed from the body with the stent still intact onto the balloon. Another stent was used to complete the procedure successfully. No patient complications were reported. However, returned device analysis revealed that outer lumen of shaft polymer extrusion had a tear.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 48mm was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. Multiple kinks were identified along the shaft polymer extrusion with a tear noted in the outer lumen, 38.1cm proximal from the bumper tip of the device. When attempting to inflate, the inflation liquid was seen coming from the tear in the outer lumen. No other device issues were identified during returned product analysis.